Event description:
The patient called lfs alleging that their one touch basic original meter was prompting the clean test area message. Senior medical affairs spoke with the patient's spouse in 2004 to obtain additional information. The patient's spouse reported that patient had been unable to obtain a reading for quite some time. They eventually decided to visit their physician's office regarding the meter. The physician advised to patient to obtain a replacement meter. The patient was not tested nor treated by their physician. The patient had maintained their insulin regimen throughout the time of concern. The customer service representative walked patient through troubleshooting. Issue was not resolved through troubleshooting. The patient neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the patient's spouse, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Patients meter, test strips, and control solution were replaced.